Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Removal/correction number 2531779-03/24/2010-003-r. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Evaluation also revealed an out of calibration force sensor. During testing, the load cartridge phase did not correctly detect the cartridge and dispensed fluid emitting "no cartridge detected" warning.